Manufacturer narrative:
The implant remains in the patient. The identifying lot number was not provided; therefore, a review of the device history records cannot be performed. If the device and/or additional information is provided a supplemental report will be filed accordingly.

Event description:
A patient underwent a 4-level anterior cervical discectomy and fusion spinal procedure. Around 6 months postoperatively, a radiograph image revealed a screw backout at c7. There is no report of plans for revision surgery.

Manufacturer narrative:
Additional information: b1. Adverse event. B2. Required intervention to prevent permanent impairment/damage. H1. Serious injury. H6. Health effect - impact code: 4629. Revision surgery occurred on (B)(6) 2024 to remove the locking mechanism that had broken off of the plate. The plate remains in situ.